Event description:
It was reported that the patient experienced inadequate stimulation of the spinal cord stimulator (scs) system due to migration of the lead. Imaging was performed and confirmed migration of the lead. The patient underwent a revision procedure in which the migrated lead was explanted and replaced with a new lead, however, it is unknown which of the two implanted leads migrated and was explanted. The patient was recovering in the hospital overnight and discharged the next morning, and doing well post operatively. The device will not be returned for analysis as it was disposed of by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2352-70. Serial number: (B)(6). Batch/lot number: 7080614. Model/catalog description: linear 3-4 lead 70 cm. Unique identifier (UDI) # (B)(4).

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2352-70. Serial number: (B)(6). Batch/lot number: 7080614. Model/catalog description: linear 3-4 lead 70 cm. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation of the spinal cord stimulator (scs) system due to migration of the lead. Imaging was performed and confirmed migration of the lead. The patient underwent a revision procedure in which the migrated lead was explanted and replaced with a new lead, however, it is unknown which of the two implanted leads migrated and was explanted. The patient was recovering in the hospital overnight and discharged the next morning, and doing well post operatively. The device will not be returned for analysis as it was disposed of by the facility.